Event description:
It was reported the patient was having an explant of her ipg due to normal end of life, and the patient began to vomit. The physician had already opened a new ipg. It was reported the new ipg was implanted inside the patient quickly due to the sickness. Follow up identified the physician was required to complete the procedure the next day (reference 1627487-2012-01957).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.